Event description:
It was reported that the patient¿s continuous glucose reading decreased from 99 mg/dl to 70 mg/dl while asleep, and the caregiver was advised to confirm with a fingerstick and treat with 5¿10 g of fast-acting carbohydrates if below 75 mg/dl, then reassess after 15 minutes; the device reportedly operated within its automated target range and provided low-glucose alerts as designed. Symptoms included hypoglycemia. Outcomes included home treatment with oral glucose and caregiver education without alerts or hospitalization. Investigation included complaint handling with troubleshooting and user education. Investigation of this case revealed no device malfunction and no component failure, with performance consistent with expected automated insulin delivery behavior. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.